Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it is likely the cause is related to a design failure associated with the design of the old version of the power switch. A design change of the power switch was implemented to improve its resistance. The design change was confirmed to have been made and the modified products were shipped from november 26, 2013. This also confirms that the reported device was manufactured prior to the modified products being shipped. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The power button was found stuck during the evaluation and remained depressed; it was determined the power switch is a previous version. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the power button was broken and would not "engage." The problem, as reported to olympus was identified during maintenance. There was no patient injury, associated with the problem, reported to olympus.